Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unrelated surgical procedure (date unknown) and the ipg was not put into surgery mode. Since the procedure the ipg would not communicate. Attempts were made to communicate with the ipg, but field representative and patient were unsuccessful. As a result, the ipg was replaced due to being inoperable. Therapy was restored. Issue has been resolved.